Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Review of service history revealed prior servicing did not cause or contribute to the current difficulty with the iipv adult. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cause was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:01:00. During night drain cycle one, the patient's ultrafiltration reading was 1507ml, indicating the home patient drained 1507ml more than their maximum programmed fill volume of 1600ml. No additional information is available.